Event description:
It was reported that the patient presented in the emergency room with atrial lead vegetation. The physician explanted the active system ¿ implantable cardioverter defibrillator, atrial lead, right ventricular lead, and left ventricular lead. The patient was stable throughout.

Manufacturer narrative:
Correction: h3 - the device evaluated by manufacturer should have been yes rather than blank.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be determined.

Event description:
It was reported that the patient presented in the emergency room with atrial lead vegetation. The physician explanted the atrial lead. The patient was stable throughout.